Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to spec, deformation device, cloudy in the gel, brown particles in the shell and wear abrasion. No other observation observed. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare provider reported a left side rupture. Healthcare professional later reported left side was not ruptured and capsular contracture, baker grade IV confirmed during surgery. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side was not ruptured and capsular contracture, baker grade IV confirmed during surgery. Device has been explanted.

Event description:
Healthcare provider reported, a left side rupture. Healthcare professional later reported, left side was not ruptured. And capsular contracture, baker grade IV. Confirmed, during surgery. Device has been explanted.